Event description:
Patient in emergency department to rule out appendicitis. Patient had a 24g peripheral IV catheter placed in the dorsum of the right hand. Patient underwent a CT scan of the abdomen with contrast. A power injector was used to inject the contrast with a maximum setting of 300 psi. When the patient was ready for discharge several hours later, the piv catheter was removed and it was found that the catheter was no longer attached to the hub. The physician palpated the hand and an x-ray was taken and the catheter was in situ in the dorsum of the hand. The patient was transferred to the or for surgical removal of the catheter. Upon opening the vein, the catheter was no longer in the vein. Imaging studies were done and it was not possible to locate the catheter. It is thought to be located in the pulmonary circulatory system. At this time there is no patient harm identified.